Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual investigation of the trial shows some dents and abrasions which is indicative of repeated use. A fracture was found on the right posterior lip confirming the reported event. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The sem analysis identified that the product breakage appears due to overload. As it is unknown when was product broken and how many times it was used over time, the root cause of the breakage cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(4).customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a piece of the material had broken off of the implant. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.